Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device was warm to touch. The fan was not rotating fast enough to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with an unsigned note that stated, "s233 alarm overheating." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.